Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that during a refill, the healthcare provider (hcp) was able to aspirate the reservoir as normal; got what they expected, and when they went to refill, they were only able to push a portion of the medication in. The reporter instructed them to aspirate about 40 cc of air and try again; they were still only able to get a small portion of the drug into the pump. They checked and confirmed under fluoroscopy that they were in the reservoir. Further troubleshooting options were discussed. The pump system was being used to infuse an unknown medication. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.